Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension .product ID: 3389s-40, lot# va0jcq9, implanted: (B)(6) 2014, product type: lead. Date of event is an approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's implantable neurostimulator (ins) was installed for a period of time but was completely taken out in early (B)(6) 2015. Patient reports two months after her second ins was implanted she had an infection that started when she got off the antibiotics. The wound behind her ear where the wires run down had opened up and occurred whenever she stopped taking antibiotics. Patient states it was a nightmare and was not fun. Patient reports having 3 more surgeries and spent almost a year on intravenous antibiotics. She further reports they first tried to take the connecting wire to the battery pack out about a month after the reported infection to see if that would cure the issue but this did not work. In (B)(6) 2014 they put the wire back in but she never got off antibiotics which was a failure. The infection disease specialist could not shut the infection down. After the wire was placed back in, once she stopped taking antibiotics again the wound that was located on top of her head had reopened. The health care provider decided the whole system needs to come out and said there is probably bacteria on plastic on top of patient's head. They health care provider took the whole system out. Patient confirmed the stimulator in the right side of her brain was taken out due to infection. Patient reports having one ins on the left side of her brain to control the right side of her body. No further complications were reported or anticipated with this event.